Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump and high blood glucose level. The customer's blood glucose level at the time of incident was reported to be 286.2mg/dl. It was reported that the customer also had absence of no delivery alarm. Troubleshoot was conducted and it was reported that the customer was advised the pump would have to be replaced and returned for another.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The bolus wizard functioned properly per bolus. The insulin pump was monitored for 24 hours and no unexpected bolus delivery anomaly noted. The insulin pump was received with minor scratched lcd window.